Event description:
It is reported that the surgeon was screwing in the 30 mm bone screw and it sheared off.

Manufacturer narrative:
The proximal half of a 30 mm trilogy bone screw was returned. The shell is not available to review the condition of the screw hole. No operative notes or x-rays were provided. Patient bone quality is unknown. Complaint history for the screw's manufacturing lot was reviewed and returned no additional complaints. It is possible that the screw was over tightened, or the torque was applied off-axis, which contributed to the screw fracture, however this cannot be stated with certainty. Without more information, a definitive root cause cannot be determined. The manufacturing records have been reviewed and were found conforming to specifications at the time of manufacture. As returned, the screw head shows material deformation and small dents around the circumference. There are also some dents seen on the first thread and a small dent observed on the fracture surface. A burnishing line is visable that starts above the start of the threads and continues in a spiral pattern to the edge of the screw head.